Event description:
Boston scientific crm received information that during a normal changeout, the physician experienced difficulty inserting the is-1 terminal pin of this chronic transvenous defibrillation lead into the port of the replacement device. A technical services (ts) consultant suggested applying mineral oil to lubricate the sealing rings of the terminal pin, which worked and the lead was successfully inserted into the header. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Ts discussed that the use of the mineral oil should not impact a chronic lead. As of today, the available information suggests this lead remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.